Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, the physician failed to remove the polyp. The snare loop did not retract back into the plastic sheath. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.

Manufacturer narrative:
The investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was kinked. Also, it was found that the catheter length was out of specification. Functional testing found the device overextends. The complaint was confirmed, the flare detached does not allow the device to be actuated. Additionally, the catheter length was also found to be out of specification and it was determined that it was incorrectly cut during the manufacturing process. It is possible that the flare detached as a result of this error, therefore the most probable root cause is manufacturing. There is an investigation in place to address these issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.